Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: fluid invasion from the body control unit and the connector; the control section had corrosion; and the light guide tube was dented slightly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer that during reprocessing, the evis lucera elite bronchovideoscope, while being used with the evis lucera elite video system center, had no image (black screen) on the display. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the device displayed an error code e315 message due to water intrusion. This report is to capture the reportable malfunction of the error code e315 due to water intrusion found during estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image". "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.